Event description:
A caller reported a malfunction on their pump, identified by a malfunction code, but no notable events occurred before the malfunction. There was no adverse impact on the customer's blood glucose level. A customer service representative provided instructions on resetting the pump and assisted the caller with the reset procedure. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.